Manufacturer narrative:
The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The haemonetics field service engineer that evaluated the machine noted it was tested without error and bowl optics were verified to be within manufacturer specification to ensure optimum machine operation. The field service engineer could not duplicate any errors and machine was found to have met all manufaturer specifications. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On april 1, 2022, haemonetics was notified of a (B)(6)-year-old male donor fatality on (B)(6), 2022 for an unknown reason, (however a drug overdose is suspected), as indicated in a death notice in the newspaper. Donor has donated since (B)(6) 2021. Donor donated 4 times in the month of (B)(6), 20 times this year and 81 times in his lifetime, with last donation at the center on (B)(6), 2022. There were no significant information or reactions noted on the last date of donation. Review of donor's chart noted history of a normal physical examinations, laboratory, and test results. Review of vitals were normal on date of last donation and throughout the donor's time at the center. Note section review showed donor was hospitalized for a neck injury in which he needed a tracheotomy placed for 3 days but he had no residual problems. Records noted no significant medical history and the donor was not taking any medications. He did not have any medical incident reports but had one temporary deferral due concerns with one of his veins. The center reports an autopsy was performed and the results are pending. There were no device errors or issues with the disposables noted during the donation.